Manufacturer narrative:
The caregiver was unable to provide the device lot number, and the used device will not be returned to the manufacturer for evaluation. Therefore, no device analysis can be conducted. Based on the available information, the event appears to have resulted from use error related to incorrect anatomical placement (vaginal insertion instead of rectal insertion).

Event description:
The manufacturer received a report involving a navina classic small rectal catheter in which the caregiver (mother) inadvertently inserted the rectal catheter into the patient's vagina instead of the rectum and inflated the balloon with two pumps. When the balloon was deflated, the patient experienced active vaginal bleeding and was taken to the emergency room. At the hospital, the patient underwent an exploratory diagnostic procedure to assess for possible uterine injury. No uterine perforation was identified, no surgical intervention was required, and the patient was monitored, treated for pain, and discharged. The patient subsequently completed a navina irrigation at the hospital without issue.